Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported that high impedances were observed on top of electrode 1 lead and bottom 2 electrodes of the other lead. Rep noted impedance values were greater than 40,000. Rep reported pt experienced a return of pain due to the issue. Rep indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Rep reported that no damaged was noted on the leads, just high impedances. The cause of the impedances was unknown. Rep reported a replacement was completed on (B)(6) 2025 and the issue has been resolved. The information has been confirmed with the physician.

Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 21-sep-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 09-feb-2027, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [lead], model [977a275], s/n [(B)(6)] , revealed an open/broken conductor 0.4 cm from the distal end of the lead. Analysis of the [lead], model [977a260], s/n [(B)(6)], revealed open/broken conductors #2, 4, 5, 6 and 7 on the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.